Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crep2 (creatinine plus ver. 2) assay on a cobas 6000 c501 module. The sample initially resulted in a crep2 value of 10 mg/dl, accompanied by a data flag. The patient sample was repeated, resulting in a value of 4 mg/dl. The initial erroneous result was not reported outside of the laboratory. The crep2 reagent lot number was 643532, with an expiration date of 28-feb-2023. In the course of the investigation, the customer provided discrepant results for additional samples and assays (sodium, hdl, calcium). The units of measure were not provided. Refer to the attachment for these additional data. It was asked, but it is not known if any incorrect results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer determined that the cuvette rinse station tubing was choked. He fixed the tubing. No further issues were reported after the service visit. The investigation determined the service actions performed resolved the issue.